Manufacturer narrative:
Additional information: h4 device manufacture date was added. Device evaluation: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. One sample was received for evaluation. A visual inspection and functional testing were performed. The balloon was inflated with water and a leak was detected in the lower part of the tube. A corrective and preventative action (CAPA) was opened to further investigate this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device had to be replaced due to a balloon leak (possibly rupture ).the patient is fine. Per additional information received on, the probe moves easily and the balloon has lost its seal. The probe was replaced for this reason. It is difficult to judge if it was a leak or rupture that caused this without a thorough examination. There was no medical intervention required. There was no patient injury reported.